Event description:
It was reported, "revision of a right hip due to dislocation. The stryker liner and competitor head were revised."

Manufacturer narrative:
An event regarding dislocation involving a trident insert was reported. Conclusion: a stryker liner and competitor head were revised. The IFU provides instructions, warnings and precautions of the capability products that can be used . Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported, "revision of a right hip due to dislocation. The stryker liner and competitor head were revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Hospital retained device.